Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR # 1225714-2014-03987 and 1225714-2014-03988.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2009 and subsequently expired after the use of the product.